Manufacturer narrative:
The insulin pump was unable to perform displacement test or occlusion test due to missing retainer. The pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test and force sensor test. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v. The loaded voltage display at the power graph management tool shows abnormal behavior due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 /pcba 1, pump was monitored and functioned properly. The pump was received with missing reservoir tube o-ring, cracked case corner of the belt clip rails near the battery compartment, fading serial number label, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the batteries were not in use and fully charged. The customer stated that the battery cap contacts were not missing or damaged. The product was returned for analysis.